Manufacturer narrative:
The returned driver was evaluated. A dimension on the tip which interfaces with the screw head was found to be out of specification. The items are being recalled per 3004485144-03/16/2017-001-r. Reference report 3004485144-2017-00118.

Event description:
It was reported that two screw inserters would not engage the screws. This was detected upon commencement of a surgical procedure, prior to them needing to be used. Two alternative inserters were used successfully during the procedure. There were no reports of patient injury associated with this event. During evaluation by the manufacturer, the dimension on the tip, which interfaces with the screw head, was found to be out of specification. This is report two of two for this event.